Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet issued an alert 38 for a stalled motor, after which the user restarted the device, rewound, disconnected prior supplies, and completed a dry run through tubing fill beyond 120 units without further alerts; the user was instructed to perform a full supply change with new components and then resume insulin delivery. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem had been identified, consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.